Event description:
It was reported that the pump was replaced on (B)(6) 2012 due to normal battery depletion. Device interrogation on (B)(6) 2012 revealed an elective replacement indicator (eri) of 4 months. It was also reported that the catheter was replaced as well on (B)(6) 2012 due to a catheter fracture and migration of the catheter. A catheter access port (cap) contrast dye study was performed on (B)(6) 2012 which revealed the fracture and migration. The catheter was disposed of according to biohazard instructions. There were no patient symptoms or injury. Patient outcome was reported as recovered without sequelae on (B)(6) 2012.

Event description:
Additional information received reported that the pump contained a mixture of fentanyl, bupivacain, baclofen, and droperidol at the time of the event.

Manufacturer narrative:
Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: catheter. (B)(4).